Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4: reference MFR. Report: 1627487-2019-01167. Reference MFR. Report: 1627487-2019-01168. Reference MFR. Report: 1627487-2019-01170. It was reported the patient had surgery on (B)(6) 2019 due to a car accident. The ipg and 3 leads were replaced. Therapy was restored post-op. Note: all of the patient's leads are being reported because it is unknown which leads are liable.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2019-01167; reference MFR. Report: 1627487-2019-01168; reference MFR. Report: 1627487-2019-01170.